Event description:
It was reported that during a sigmoidectomy procedure, staples on one side were malformed on the first firing. A like device was used to complete the case. There was no reported patient consequence.